Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having irregular heart rhythms, tachycardia, circulatory issues with blue feet and hands. Patient also alleged coughing, sinus problems, and fatigue. Patient alleged of hospitalization and began taking a beta blocker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 06, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5109767) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The manufacturer previously received information alleged having irregular heart rhythms, tachycardia, circulatory issues with blue feet and hands. Patient also alleged coughing, sinus problems, and fatigue. Patient alleged of hospitalization and began taking a beta blocker the device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed unknown white dust-like contamination not consistent with foam degradation on top of the blower motor and the blower motor seal, potential mineral deposits on the bottom of blower motor, indicating potential water ingress, an unknown small blue plastic object laying on the bottom of the blower box consistent with retention clip from the filter. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam on both sides of the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the symptoms and they confirmed that there was evidence of sound abatement foam degradation.